Manufacturer narrative:
The biomedical engineer reports that the bedside monitor's screen went out and flickered on and off during a case. The issue was temporary and resolved itself with everything working as it should. The customer opted to send the unit in to be evaluated as a safety precaution. A loaner unit was sent to the customer. The product involved in this event has been returned and an evaluation is expected but has not been completed yet. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor's screen went out and flickered on and off during a case.

Manufacturer narrative:
Additional manufacturer narrative: the unit was returned and evaluated. The issue could not be duplicated. The unit was tested for an extended period and the issue was never seen. The customer was informed that the issue could not be duplicated and the device was shipped back.

Manufacturer narrative:
Manufacture narrative: details of the complaint: customer reported that their bedside's screens went out and flickered on and off during a case. The issue was only intermittent, and everything started working without issue again. No patient harm has been reported when the screen flickered. Service requested: repair/evaluation. Service performed: repair/evaluation. The unit was evaluated and the issue could not be duplicated. The unit was tested for an extended period of time and the issue was never seen. The customer was notified and agreed to have the unit sent back to them. Investigation results: a complaint was made with the device in 2017 and the customer stated that the monitor was blinking intermittently and then shut down in the middle of a case. Customer later asked for device documentation in 2019. The most recent complaint made with the device was (B)(4) 2019 for a separate issue regarding parameters. Seeing as the customer has continued usage of the device, the flickering has not hindered the ability of the customer to monitor patient vitals and there is minimal risk to patient safety. The customer has not reported the flickering screen since 2017, indicating that the issue may have been resolved internally. Possible causes of the issue are incorrect set up, loose component, or environmental factors involving the facility's power. The reported event was unable to be duplicated. The device operated as intended during evaluation/testing and there is no indication of product design deficiency. There was no reported patient injury or harm as a result of this issue.